Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare duck bill polypectomy snare. The reporter indicated the acusnare device is reportedly "stiff" when extending and retracting the snare. The catheter kinks and buckles at the handle, preventing full retraction of the snare. Another device was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. Five unused devices from the lot number said to be involved were returned from the customer to aid in our investigation. Our laboratory eval of the unused devices did not confirm the report of difficulty with snare operation. During our laboratory eval, the snare was advanced through an endoscope that has an accessory channel diameter of 2.8mm. The endoscope was placed in a curved position to stimulate a worst-case scenario. The snare fully extended and retracted properly. Operation of the snare was smooth and resistance was not encountered. The snare was then connected to an electrosurgical power supply unit and current was successfully applied to a sample. The snare cut and cauterized the sample as intended. A discrepancy that could have contributed to the reported occurrence of snare retraction difficulty was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare can occur if the outer catheter becomes kinked near the handle assembly during use or general handling, perhaps due to an application of excessive pressure. The kink in the outer catheter suggests excessive pressure had been applied to the device during use or general handling. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.